Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three months post cryo ablation procedure, a post-operative computerized tomography (CT) scan revealed "severe" pulmonary vein (pv) stenosis in the left inferior pulmonary vein. A balloon dilation was performed to correct the stenosis. The original procedure was completed with cryo and no symptoms were reported by the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.